Event description:
It was reported that the atrial lead was explanted and replaced on (B)(6) 2017. The patient was stabel before, during and after the procedure.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission with episodes of auto mode switching (ams). Review of the egm¿s revealed noise on the right atrial lead. No other anomalies were observed on the lead. No intervention had been performed. The patient remained asymptomatic.